Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had a confirmed fracture seen on x-ray. The lead was partially explanted with the physician cutting the trifurcation off the lead. A new lead was implanted. No patient complications have been reported as a result of this event.